Event description:
This device migrated in the patient which pulled both leads out of position. The physician requested a smaller device. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bol. The device was implanted for 2 months and 5 charging cycles were recorded to the device memory. The inspection of the ICD memory revealed no anomalies. There were no indications of a device malfunction. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.